Event description:
It was reported that fracture occurred. A guidezilla ii was selected for use. During opening of the package, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that this complaint is a duplicate of complaint MFR# (B)(4).

Event description:
It was reported that fracture occurred. A guidezilla ii was selected for use. During opening of the package, it was noted that the device was fractured. The procedure was completed with another of the same device. There were no patient complications reported.